Event description:
Our rep is reporting to us that the pt underwent an arthroscopic rotator cuff repair on (B) (6) 2010, and subsequently developed an infection. This is all of the info provided at this time. Questions are out to our rep for further details and info.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.